Event description:
It was reported that during a routine follow-up noise, and low, out of range shock impedance were observed. X-ray images showed a fracture. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.